Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the high carbon dioxide issue could not be determined. It is possible that the event occurred due to a cap failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that during set up of the endocart, the hospital in-house wall carbon dioxide (co2) was set to high on the endoscopic co2 regulation unit. There were no reports of patient harm associated with this event.

Manufacturer narrative:
During troubleshooting, the customer's allegation was confirmed; the endoscope was leaking water. The unit was not regulating under the following settings: power on/co2 off and power is off. The end-user was informed that the purpose of the unit is to regulate co2; allowing the water bottle for pressurization. The end-user subsequently reported that the cap on the co2 disposable bottle was changed out, and that this resolved the sputtering water supply issue. The unit is deemed to be working as intended. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.